Event description:
Same case as MDR ID#: 2134265-2013-07346. Taxus liberte clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2012, a promus element plus stent was placed in the first diagonal artery. In (B)(6) 2013 the subject presented with chest pain and was diagnosed with stent thrombosis and was hospitalized. At the time of event the subject was taking aspirin and clopidogrel. Study drug was last taken in 2012. The 90% stent thrombosis was noted in mid left anterior descending (lad) artery extending till 1st diagonal branch segment. First diagonal was treated with placement of 2.5 x 16 mm promus element stent. Target vessel revascularization was performed. The event was considered resolved with residual effects and the subject was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that three days post coronary angioplasty bypass graft (CABG), the patient was discharged on aspirin and clopidogrel and was planned for an outpatient treatment in the near future. Thirteen days after discharge, the patient presented for the planned treatment. Previously it was reported that the 99% stenosis in proximal left anterior descending (lad) artery extending up to first diagonal (d1) were treated, now it is reported that only the proximal lad was treated with balloon angioplasty and placement of a 3.0 x 18 mm non bsc stent. No intervention was performed in the d1. It was also confirmed that no stent thrombosis was noted in any of the study devices.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented with dyspnea. In addition, the 99% stenosis in proximal left anterior descending (lad) extending up to first diagonal was treated with placement of an unspecified drug eluting stent, with 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Event description:
Previously it was reported that in (B)(6) 2013 stent thrombosis occurred, now it is reported that 90% ostial in-stent restenosis occurred due to jailing of the 2.5x16mm promus element stent. The patient was treated with single vessel coronary artery bypass graft (CABG) from the left internal mammary artery (lima) to mid left anterior descending artery (lad).